Manufacturer narrative:
The insulin pump was received with pump error during self-test and confirmed at the formatted history file with a variable due to cold solder joints at the u1 keypad assembly. The pump was received with operating currents within spec. The pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, power loss and replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 102 mg/dl at the time of the incident. The customer stated that the alarm occurred less than 10 hours from low battery. The customer reported the battery cap to appear normal. The product was returned for analysis.